Event description:
Rptr, health care professional, had a meter-to-lab (surestep vs one touch for lab comparison testing including above), back-to-back, capillary to venous, blood glucose test performed and results were 247 and 440 mg/dl. Rptr stated control solution test was within range.